Event description:
Eight lb, 10 oz viable female died delivered via suction device assisted delivery (x5 pulls) with second degree severe shoulder dystocia. Apgars 6/7 cord ph 7.28. Following delivery infant deteriorated unitl eventual death @ 0755. Autopsy revealed large cephalohematoma and death secondary to intracranial bleeding.